Event description:
Customer reported a pt who had a burn following lightsheer hair removal treatment to the neck. Customer reported that the pt was evaluated by their medical director, who stated that the pt has a scar in the area of the burn, but no details were provided to lumenis regarding any medical intervention. The customer alleged that their lightsheer device had a problem with energy output after a 2006 service event.

Manufacturer narrative:
Per the service facility, during initial check in unit met mfg specifications. Service evaluated the system and found no problems. Service checked the tip and energy meter glass and both were very clean. Performed an energy meter calibration. Final inspection met mfg specifications. Performed all necessary reliability improvements and final test. The lightsheer device had been serviced in 2006 at the request of the customer for a complaint of noise inside the system and not calibrating. Per the service depot the noise was coming from the power supply; replaced the power supply. Stainless steel tip fell off; replaced with an encapsulated tip. Performed an energy meter calibration. Performed all necessary reliability improvements and final test. Service affixes to the serviced lightsheer devices, a notice to the enduser that energy output of the device may differ slightly after service for which reason test spots should be performed after service. Based on the available details, it appears that the most likely root cause of the injury is that the customer did not test spot or adjust their treatment parameters after the 2006 service. In the original analysis, this incident was determined by lumenis not to be MDR reportable. This incident was later reclassified by lumenis as MDR reportable as a result of an internal audit and the FDA letter dated july 25, 2006.